Event description:
On (B)(6) 2022, it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis (date not provided) and transitioned to in-center hemodialysis (hd) permanently. No additional information was provided during intake. Subsequent attempts to obtain additional information have thus far proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the top cover, pump door, and within the recesses behind mushroom heads a&b. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There were visual indications of an insect infestation on the rear panel, in the usb/iq drive port and within the cassette chamber, on the pump door and on the pump molded clamp. An as received 9000ml cycle based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. No fluid leak in the test cassette. The cycler underwent and passed a system air leak test, valve actuation test, patient pressure sensor calibration check, and load cell verification. Investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump, inside of the rear panel, and on the baseplate. The cause of the observed dried fluid could not be determined. There was visual evidence of an insect infestation on the bottom cover under the pump. A review of the device history record revealed the following issues related to the troubleshooting steps performed, test & calibration misaligned load cell. Cycler sent to rework. Rework found load cell bracket is defective. Replaced load cell bracket. Sent machine back to test and calibration, test and calibration passed.

Event description:
On 23/jun/2022, it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis (date not provided) and transitioned to in-center hemodialysis (hd) permanently. No additional information was provided during intake. Subsequent attempts to obtain additional information have thus far proven unsuccessful.

Manufacturer narrative:
Correction provided in g2. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis (date not provided) and transitioned to in-center hemodialysis (hd) permanently. No additional information was provided during intake. Subsequent attempts to obtain additional information have thus far proven unsuccessful.